Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump appeared to be damaged and loose as the customer experienced difficulty intermittently charging the pump battery. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.